Event description:
It was reported that after a severe coughing fit in (B)(6) 2013, the patient lost some of her benefit from the implant and intermittency was observed. It is assumed that the fmt has lost perfect coupling to the round window. However, as this patient was still in criteria plus having quite some dynamic range it was suggested to try a new fitting, before considering further steps. Additional information received indicated that the patient has challenges with the sound becoming far too soft or suddenly too loud. Recommendations were to be made to the clinic that the floating mass transducer should be re-established in the round window. No date for this surgery has yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.